Event description:
Procedure: lower anterior resection. Reportedly, the instrument was fired over the low rectum, 5 cm from the anus. However, the instrument stopped firing, the anvil bent and staples did not form properly. Additionally, during the firing the instrument made a "loud breaking sound" (*note* this noise is typically indicative that the instrument is being applied over thick or un-compressible tissue). According to the report, much bleeding occurred from torn tissue, but there was no other fluid or bowel leakage. The poor staple line was fixed with the application of a second sulu and by suture.

Manufacturer narrative:
.